Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This patient was undergoing an right ventricular (rv) lead revision when the physician interrogated this pacemaker, and noted that the battery longevity was four years despite recent implant. This pacemaker was successfully replaced during the procedure. Subsequently, a request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion based on programmed settings. No additional adverse patient effects were reported.